Manufacturer narrative:
Product event summary : the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple left ventricular (lv) leads had dislodged during implant. It was noted that viable targets comprised only of very small anterolateral branches. The leads were removed and replaced. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.